Event description:
It was reported that the customer experienced a low blood glucose (BG) level of 51mg/dL. Reportedly customer "overrides" multiple bolus which resulted in low bg. Customer consumed glucose tablets and carbohydrates to address BG.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.